Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient experienced shortness of breath and palpitation during the last two days. During the device controlled there were indicated more than 60 pmts during the last two days. The "stim. A on pvc" algorithm behavior after a pvc appeared to be the trigger of the pmts. For this reason it was decided to turned off the "stim. A on pvc" algorithm.